Manufacturer narrative:
This adverse event MDR is referenced by accriva diagnostics' complaint number (B)(4). Method code: the complainant did not report a product problem. The complainant alleged a dried blood stain was present on the outside surface of a kit box of reagent cuvettes. Results code: no results available since no evaluation performed. The complainant discarded the affected kit box.. Conclusions code: device not returned. Internal investigation failed to identify a source of alleged dried blood from any employees working in the manufacturing and shipping areas of the company. This adverse event MDR is reported due to an abundance of precaution if they event were to reoccur and the potential for end user injury by exposure to blood-borne pathogens. Accriva diagnostics has requested all data required for form 3500a. Not a product problem.

Event description:
Healthcare professional called to report that 1 of 10 boxes of avoximeter c100b cuvettes they unpacked from a shipping carton was stained with what appeared to be dried blood on the exterior surface. The customer did not touch the area where the alleged dry blood was observed. The 9 other boxes of product in the shipping carton were examined and none of the exterior surfaces had that stain. No stains were found on the inside and outside surfaces of the shipping container. The customer also examined the styrofoam peanuts used as packing material, the plastic bag containing the cuvettes and the 100 cuvettes inside of the bag and no alleged dried blood was found. The customer discarded the contaminated box and retained the 100 avoximeter cuvettes in the plastic bag. No adverse events, customer, end-user or patient injuries were reported. Based on the information reported by the customer, contamination of the cuvette box most likely occurred prior to sealing the outer shipping box. An internal investigation did not identify any company employees involved with the packaging and/or shipping of this product that reported an injury that could possibly have led to bleeding. Although there were no injuries reported in this complaint , if the incident were to reoccur, an adverse event due to bloodborne pathogen exposure could potentially be realized. It is not expected that customers who remove shipped packages from boxes follow universal precautions and/or wear barrier protective clothing. For this reason, an adverse event MDR was submitted.